Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated he had a pt with a possible lead break. Good faith attempts to obtain add'l info have been unsuccessful to date.